Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, which was confirmed through the history log but not reproduced. The eval found the downstream sensor current reading with a fluid filled set loaded to be above specification. The downstream sensor was replaced.

Event description:
It was reported that a spectrum pump had a downstream occlusion message that would not clear. It was also reported there was no pt involvement.